Event description:
On 18-may-2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive result of 0.24 ng/ml on a 41 year old male patient while other results were negative on same samples. The customer states that the patient did not suffered from myocardial infarction. There was no additional patient information at the time of this report. Return product is available for investigation. (B)(6). Positive cutoff: I-stat >0.05 at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 714258-00u: reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-jun-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Aj (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a22016a.